Event description:
A health care professional reported that sudden decrease in intraocular pressure when gas-liquid exchange was required and no gas injection was found during vitrectomy surgery. The surgery was completed by replacing with another one. There was no patient harm reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. Similar cases have found that a fluid/air exchange error may have resulted from a specific manufacturing issue, however, without the sample we are unable to evaluate and confirm failure mode and root cause. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).